Event description:
It was reported, the patient is experiencing diminished therapy on the right side, diagnostic testing revealed high impedance readings on several contacts. Reprogramming was attempted to no avail. X-rays were ordered, however results are not currently available. Surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the patient¿s lead were replaced with the same model lead. Postoperative programming is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.